Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: device manufacture date, manufacturer narrative and section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer fse isolated the power supply and then separated the auxiliary unit from the main unit. The fse found that when the auxiliary unit was connected to the main device, it prevented the system from powering on. The fse then isolated the drawers in the auxiliary unit and identified that drawer 2 was preventing the pyxis from powering on. After isolating drawers 2.1 and 2.2, the fse determined that the controller board in drawer 2.1 was faulty. The fse replaced the controller board to resolve the issue. The fse examined the retractor band and pyxibus cable, no issues on them. The fse rebooted the system, verified it was operable in the hardware test application, completed the test, and launched the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.